Event description:
Information received from the field notes that the patient was seen for routine check. Interrogation of the device found the sensor was off when it was programmed to on at the previous check-up.~~~